Event description:
It was reported that the procedure was to treat a heavily calcified lesion. After advancement of the balloon catheter to the lesion, an attempt was made to inflate the balloon; however, a leak was noted at the hub. The physician managed to inflate the balloon and the procedure was successful completed. There was no clinically significant delay in the procedure, or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported leak was confirmed. A review of the device history record for the manufacturing of the reported lot revealed no associated nonconforming material records (ncmrs) related to this issue. A query of the complaint handling database for the reported lot revealed no other similar incidents. Based on an expanded records review, there is no indication that the larger population of product is affected, as this appears to be an isolated incident. The performance of these devices will continue to be monitored.